Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room as a result of high blood glucose level. Customer also reported that they were hospitalized due to unknown reason on unknown date with blood glucose unknown. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin pump and manual injection. Customer was using auto mode. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined for high blood glucose level. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). The information provided in case severity with the initial report was incorrect. The correct information has been included with this report.

Event description:
The case severity has been changed to serious injury.